Manufacturer narrative:
The pump gave a button error alarm and had no button response due to corroded keypad traces. No frozen screen was noted. No unexpected numbers ramping/scrolling on their own noted. Unable to perform the occlusion test or verify suspended/unsuspended anomaly, bolus anomaly or unexpected changing screen anomaly due to the button/keypad anomaly. The time advanced properly. No unexpected time anomaly was noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the device is having delayed response after the buttons are pressed. The customer also states the device freezes, times out, and goes back to the home screen. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.